Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer reported a false negative coronavirus result on 7-29-21 with aries sars-cov-2 ivd assay: · aries run one- negative for sar covid 19; · bd veritor- positive for sars covid 19; · aries run two- negative for sars covid19.